Event description:
It was reported that the pump's air detector was disconnected. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.one device was returned for analysis. Visual inspection found an detached air detector and a tear downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an air detector. As a result, the downstream occlusion seal was replaced and the air detector was reattached to resolve the issues. The service history review had no indication that the complaint was related to a service of the device within the review period.